Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this device remains implanted and in service. No further information is expected regarding this event. Should additional information become available, this event will be updated. Additional information was obtained. This device was reprogrammed. The lead configuration was reprogrammed from unipolar pacing to split configuration and bipolar sensing. In addition, the sensitivity was reprogrammed. No further pacing inhibition was reported past the programming changes. The device remains implanted and in service. Implanted: (B)(6) 2010 explanted: n/a; remains implanted.

Event description:
Additional information was obtained. This device was reprogrammed. The lead configuration was reprogrammed from unipolar pacing to split configuration and bipolar sensing. In addition, the sensitivity was reprogrammed. No further pacing inhibition was reported past the programming changes. The device remains implanted and in service.

Event description:
Boston scientific received information that post implant, while sleeping, per telemetry, it was noted the patient with this pacemaker experienced three episodes of pacing inhibition reportedly, one episode lasted nine seconds. The patient with this device has no intrinsic heart rhythm. Interrogation revealed three tachycardia episodes had occurred. It was thought these episodes were caused by oversensing due to myopotential interference. This device was reprogrammed to unipolar pacing mode. The non-boston scientific right ventricular lead was reprogrammed from unipolar to split configuration pacing mode and the sensitivity settings were reprogrammed. An internal technical service consultant was contacted for further programming options. No adverse patient effects were reported.